Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, a new left ventricular (lv) lead was placed at the his bundle and then exhibited high capture threshold. The lv was not implanted and an alternate near at hand was implanted at the lateral coronary vein on 1 mar 2022. Patient condition was stable.